Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced tamponade shortly after the atrial lead was implanted. The patient's chest was "cracked" to relieve the pressure on the heart. The atrial lead was seen to have protruded through the atrial wall causing the tamponade. The lead was removed. That patient was transferred to the intensive care unit/coronary care unit. No further patient complications were reported as a result of this event.